Manufacturer narrative:
H3: visually, multiple portions of the flex circuit were bent/creased when returned. Electrically, the maximum resistance from electrode to pins shall be 20 ohms and the actual measurements were 20 ohms (blue with clear tubing), 25 ohms (blue), 22 ohms (red with clear tubing), and 21 ohms (red) which all electrodes were out of specification. Functionally, however, when the device was connected to a nim system and the electrode leads were submerged in a saline solution, the device passed the electrode check and had no excessive feedback during the noise test. There was no intermittent behavior while manipulating the flex circuit, wires, or connectors. A review of the global complaint data showed no other complaints about this lot number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during pre-op for right superior parathyroidectomy right hemithyroidectomy that the tube was reported to not be functioning despite repositioning change of machine. No green ticks no response from tap test before case. Procedure was completed with back-up products. There was no patient impact.

Event description:
It was reported during pre-op for right superior parathyroidectomy right hemithyroidectomy that the tube was reported to not be functioning despite repositioning change of machine. No green ticks no response from tap test before case. Procedure was completed with back-up products. There was no patient impact.

Manufacturer narrative:
Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (brand name: nim® emg - endotracheal tube - nim flex¿, product description: endotrach tube 8229975 5pk 7.5mm emg flx). Missed to update the above statement in the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.